Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2014 with the following findings: no evidence of the complaint was found in the pump black box data. During testing, the pump powered on appropriately, and a full rewind, load, and prime sequence was completed successfully. No damage was observed to the piston rod, nor was debris visible in the cartridge compartment. The pump case was removed and no internal damage was found. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump did not completely rewind during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.